Event description:
Additional information received reported that instead of undergoing pocket revision, the patient had this device explanted and replaced. It was reported that the surgical procedure "went well."

Event description:
It was reported that the patient needed a revision of the implantable neurostimulator (ins) pocket. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3778-45, serial #(B)(4), implanted: (B)(6) 2011, explanted: na. Lead model 3778-45, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Extension model 3708160, serial # (B)(4), implanted: (B)(6) 2011, explanted: na. Extension model 3708160, serial #(B)(4), implanted: (B)(6)2011, explanted: na. Programmer model 37743, serial # (B)(4). Concomitant system: neurostimulator model 7427, serial # (B)(4), implanted: (B)(6) 2008, explanted: na. Lead model 3887-33, lot #j0437151v, implanted: (B)(6) 2004, explanted na. Lead model 3887-33, lot #j0225521v, implanted: (B)(6) 2002, explanted: na. Lead model 3887-33, lot #j0225566v, implanted: (B)(6) 2002, explanted: na. Extension model 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, explanted: na. Extension model 7495lz51, serial # (B)(4), implanted: (B)(6) 2002, explanted: na. Programmer model 7435, serial #(B)(4). (B)(4).